Event description:
It was reported that an issue with the cassette occurred and saline splashed on the unit. No back up device was available. No patient injury was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no issue was observed. Complaint of saline contamination inside of chassis was confirmed. Evidence of saline residue was found inside of chassis. Product passed functional testing per factory test with no faults or errors. Product passed functional testing during 3 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. All functions perform as expected. The saline spill did not affect the functional ability of the pump. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.